Manufacturer narrative:
The technician found the trend assembly was broken. He replaced the trend assembly to repair the bed.

Event description:
Information rec'd indicates the bed will not go into trendelenburg.